Event description:
At the end of may or the beginning of july, the pt experienced withdrawal symptoms including an altered mental status and flu-like symptoms. The pt's catheter was confirmed to be dislodged; it was reported to be wrapped around the pt's spine. A catheter revision was planned. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). "Flu-like symptoms".

Manufacturer narrative:
(B) (4) catheter.